Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the product in strabismus procedure, the scrub nurse noted that there was no contents in packet. Another packet was opened and used to complete the procedure. The event occurred during the procedure but the product was not used for patient. There was no patient injury.